Event description:
It has been reported to philips that the system did not boot up completely. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the customer was performing a coronary diagnosis procedure. The procedure was delayed, and it got completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up completely. Upon troubleshooting, to resolve the issue, fse reset the single board computer and did replacement of pc box internal cable set and hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.